Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for motor error alarm and perform rewind basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The motor error alarm prevented the insulin pump from completing the rewind sequence. The customer was unable to complete the rewind sequence. Customer's blood glucose level was 183 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.